Event description:
On (B)(6) 2014, the drug in the pump was changed from morphine to a combination of morphine, clonidine and bupivacaine. It was unknown what the morphine dose was originally or if the dose was changed. Once the bridge was complete and the patient started getting the new medication, he had overdose type symptoms and was ¿not very responsive¿. The pump was put to minimum rate and the patient was doing better. The healthcare professional planned to perform a system contents removal.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information indicated that the last the reporter heard, the patient was doing well.